Event description:
Humidifier has a large tank that you fill with upwards of a gallon of water. The tank is blue transparent plastic but the handle is a different kind of gray plastic, glued on. On about the third use of it, perhaps a month old, rptr's spouse filled it with water, picked it up and the handle separated, dropping the heavy tank against spouse's foot. It definitely looks as though the cement used to put the handle on does not work because of the two different kinds of plastic. Sunbeam has had over two months to respond to rptr's report of it, and they have been very slow to even reply. They have only recently begun to ask anything about it, and they have told rptr it is "the only case of this they have had." Frankly, rptr doubts it. It would be easy to test a few of these in their inventory and decide whether the handle is stuck on well enough, but rptr bets the consumers are out there dropping it on their feet even as we speak. Rptr thinks there ought to be (1) an attempt to confirm the problem, of course, but (2) a recall of the product. Sunbeam asked rptr to send it back (but didn't mention anything about paying for it). Rptr is not claiming an injury but rptr is going to keep the broken product until they see some signs that the problem is being dealt with appropriately. They can test their own samples of the product and see that rptr is telling the truth.